Manufacturer narrative:
The insulin pump was received with currents within specifications and passed rewind, basic occlusion, occlusion, prime, excessive no delivery alarm and displacement test. The insulin pump had minor scratched lcd window cracked near display window corners and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump keeps pumping insulin when changing the set. Customer stated that insulin continued to drip after motor stops during the manual prime. Customer's blood glucose reading at the time of the incident was 102 mg/dl and currently it is 143 mg/dl. Customer stated that they did not have insulin and refused to complete any further troubleshooting steps. It was noted that there was no gap between the reservoir and the piston. Insulin pump is being returned for analysis.